Manufacturer narrative:
Batch review performed on 13.august.2021. Lot 160781: (B)(4) items manufactured and released on 23-may-2016. Expiration date: 2021-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017.

Event description:
4 years and 8 months after the primary surgery the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.